Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The inner shaft is buckled with a hole 3mm from the bi-component weld. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The emerge device inflated, but leaked from the tip because of the inner shaft hole. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 14 atmospheres at 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 14 atmospheres at 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.